Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent shaft break. Impact code f12 captures the reportable event of retrieval of stent shaft pieces. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the device was found in good conditions and no issues as kinked/bend, buckled or torn sections were observed. The suture string, the stabilizer and the positioner were not returned with the device. A photo was attached in the complaint and the picture showed the stent with the bladder pigtail section buckled/accordion. No other issues with the device were noted. The reported event was confirmed. According of the product analysis of the returned device, it was found that a picture was attached and the perspective of it showed the bladder pigtail buckled/accordion but the returned device was tested and it was found in good conditions. There were ni problems found that could affect the performance of the device, it is important to mention that the catheter was returned out of the original pouch, the suture string, the stabilizer and the positioner were not returned with the device; that is evidence of manipulation. Therefore, no problem detected is selected as the most probable root cause for the complaint. The product record review confirmed that this is not a new failure type and the risk is anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteral stenting procedure in the right ureter, performed on (B)(6) 2021. During the procedure, the physician could not insert the stent in to the patient's ureter. It was noticed that the stent shaft was broken. The broken stent was retrieved with a use of a pair of forceps and another polaris ultra ureteral stent successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed the stent shaft was broken.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteral stenting procedure in the right ureter, performed on (B)(6) 2021. During the procedure, the physician could not insert the stent in to the patient's ureter. It was noticed that the stent shaft was broken. The broken stent was retrieved with a use of a pair of forceps and another polaris ultra ureteral stent successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed the stent shaft was broken.